Event description:
It was reported, the clamp failed to hold the reduction and would not stay clamped.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.